Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the malfunction alarm was cleared, but then reoccurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.